Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-sep-2025 beta bionics received a report that on (B)(6) 2025 the end-user was found unresponsive at home with blood glucose measured at 15 mg/dl while using the ilet bionic pancreas system. Emergency services transported the user to the hospital where insulin therapy was managed intravenously. The user was discharged on (B)(6) 2025 and reported no long-term health effects.